Manufacturer narrative:
(B)(4). Disconnecting from the homechoice (hc) device without following proper procedures is a known cause of this problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice (hc) device without an alarm. This occurred during initial drain three of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the patient improperly disconnected from the hc device and then reconnected. Proper procedures were reviewed with the reporter, but it was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.